Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. It was also noted that the tip and ring retainer washers are "volcanoed" up indicating that the setscrews were over-torqued in the counter-clockwise direction. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
Boston scientific received information that this patient was undergoing a procedure to explant this pacemaker due to normal battery depletion. During the procedure, the right ventricular (rv) lead was found to be stuck in the device header. The rv lead was capped and the device was explanted and returned to boston scientific for analysis. There were no adverse patient effects.

Manufacturer narrative:
--

Event description:
--